Event description:
A malfunction alarm occurred with the pump, with malfunction code 16 displayed, but there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on how to prepare the pump for return, and they were expected to ship it back using a pre-paid label within 10 days.